Event description:
Customer reported that the display of their device lit up but remained unreadable. There was no adverse impact to the customer¿s blood glucose level as a result of this issue. Technical support decided to replace the pump, instructed the customer to use their current pump as a backup therapy, and provided guidance on how to put the faulty pump into storage mode. The customer was also instructed to return the device using a pre-paid label within ten days.